Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of whitish foreign material was found inside the j-tube, the evaluation found non-reportable device malfunctions/conditions. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the olympus device evaluation, the colonovideoscope exhibited whitish foreign material inside the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the foreign material is simethicone. The cause of the foreign material adhering to the device could not be determined. It was confirmed that the reprocessing steps at the material residue point were conducted in accordance with the instruction manual. No physical damage was confirmed at the place where the foreign material remained. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in gif/cf/pcf-190 series operation manual ¿chapter 3 preparation and inspection¿. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual ¿chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device